Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the baxter service manual, the totalcare bariatric bed and totalcare bariatric plus therapy system require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on jan 22, 2026. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.

Event description:
On 21-jan-2026, a company representative - service personnel contacted technical service to report that totalcare bariatric rental-new (product code p1840dre0001, serial number (B)(6)), had brakes not holding. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.